Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 29mm bioprosthetic valve in the tricuspid position, implanted eight (8) months and sixteen (16) days, was explanted due to unknown reasons. The explanted device was replaced with a 29mm bioprosthetic valve. No further information was provided.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation. The device history record was reviewed and shows that this product met all manufacturing specifications for device release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Infection. Additional manufacturer narrative: through follow up with the healthcare provider it was reported that the device was disassociated from the event and that there was no device malfunction. Based on the information received the root cause of the event is indeterminable; however, it is likely that patient related factors contributed to the event.

Event description:
Edwards received information that the 29mm bioprosthetic valve was explanted due to re-infection of tricuspid valve which was originally replaced for endocarditis.